Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a an occlusion issue. The pump has failed to produce an absence of occlusion alarm during the appropriate time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2013 with the following findings: no occlusion alarms were observed in pump history. Rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed the sensor was detecting the correct force at 5lbs. The pump was exercised for 24 hours with no occlusions occurring. An occlusion was induced and the pump gives the appropriate visual and audible "occlusion detected" alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.